Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation. Medwatch report was received stating: patient had right total hip arthroplasty on (B)(6) 2016 due to degenerative joint disease - right with dr. (B)(6). Operative note states: difficult procedure bmi (B)(6) - morbid obesity with difficulty placing retractors, maintenance of exposure hemostasis implant and closure. Pre-op templating called for size 48 cup. Size 50 cup implanted. Size 5 standard offset femoral component implanted; osteotomy was at 20mm and completed without difficulty. No instability post-implantation, no longitudinal or lateral shuck. Implants: cup pinn sector w/grip 50 mm; scrw pin canc 6.5 x 30mm; stm sum por tpr std ofst sz 5; hd delta cer 12/14 32mm +5; scrw pin can 6.5 x 30mm; elim hole apex positive; lnr altrx neut 32 x 50. Approximately one month post-op patient noticed sensation of hip slipping and developed increased pain at the hip the sense of mechanical grating within the hip. X-rays demonstrated dissociation of the acetabular line from the acetabular shell. Patient returned to surgery on (B)(6) 2016 for hip revision. Dr. (B)(6) stated that it was "mechanical failure of prosthesis", specifically the acetabular liner. Revision procedure findings: inspection showed dissociation of the acetabular liner from the acetabular shell. An area of indentation of the rim of the line consistent with impingement from the femoral neck. Surgeon used a 52mm acetabular porocoat shell with holes and a 32mm liner was placed. Revision implants: depuy cup pinn ii 52 mm; elim hole apex positive; scrw pin canc 6.5 x 25 mm; lnr altrx neut 32 x 52; hd fem artic 32 mm + 1.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.